Event description:
Patient was revised due pain and osteolysis.

Event description:
**Update** (B)(4) 2013-litigation received alleging that the patient suffers from excessive levels of chromium and cobalt. There is no new additional information that would change the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).